Event description:
It was reported to medtronic minimed that the customer alleged the sensor was not connecting and also unable to pair device alert. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported no adverse event. The event involved the product mmt-1884l, mmt-7841zn . Troubleshooting was performed for the loss of communication between the transmitter and the pump. It was confirmed that the transmitter serial number was not in the manage devices screen. Unpairing/re-pairing the transmitter to the pump did not resolved the issue as transmitter would still not communicate. Troubleshooting was performed for unable to pair device alert and the existing pairing was deleted/ unpaired, and the pump was prepared to re-establish the communication with the transmitter, but the pump alerted with "device not found" thrice. Troubleshooting was performed for the physical damage (crack or scratch) on the pump and it was confirmed that the damage was on reservoir tube side and this affected the functionality of the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device would be returned. Mmt-7841zn was requested and the customer response was the device would be returned.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.